Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information.

Event description:
It was reported by the post-anesthesia care unit that the pump displayed an error: no air detected in the sensor. There was unknown reported patient involvement and unknown patient harm.